Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer caught on fire at the place where the programmer cord connects to the programmer. The programmer is expected to be returned for service. There was no patient involvement. It was further reported that the programmer was returned to service and that the programmer's power cord melted and begun to smoke at the point of insertion into the programmer.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of melted power connector on the power supply and melted power input connector on the programmer. The programmer was not able to be powered up by a power supply however it did power on with a known good battery and was able to do an interrogation using the provided radiofrequency head. The power supply and power cord were replaced. The programmer was to be scrapped and the power supply saved for further analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Failure analysis was performed on the power supply. Visual inspection: the dc plug ground barrel is missing. The external and internal plastic housing and insulation is melted. The internal +19v fork has burn marks and is deformed. Benchtop analysis: destructive analysis was performed. The ac-dc power supply¿s dc plug was cut off from its connecting cable for resistance measurements. The electrical resistance between plug +19v and ground was measured from the wired end. The resistance was in the m range, confirming a suspected electrical open based on the observed catastrophic plug damage. The plug damage is consistent with a hard electrical short. The short resulted in high current flow, which caused catastrophic over heating of the plug assembly. Conclusion: power supply: failed dc output plug connector. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. If information is provided in the future, a supplemental report will be issued.